Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: during activation the plasmablade touched the ICD and the patient received a small shock throughout his body, and complained of a little pain but said it was not severe. A short while later one of the leads was touched with the device tip while dissecting tissue and the patient received another shock, this shock more severe than the first. A few seconds later, the surgeon began to use the plasmablade once more and the patient received a severe shock which reportedly caused his body to ¿jump¿ similar to the effect of paddles being used to restart a heart. It was also noted that a blue spark was seen at the device tip during the last shock. The plasmablade was discontinued for the remainder of the case. The patient is reportedly doing well after the case was completed. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: ps200-040, lot number: fl50797385 expiration date: 2017-03-01 quantity returned: 1 testing performed: device packaging inspection: -plasmablade¿ 4.0 device received inside a medtronic shipper box with bubble wrap to fill the negative space and within two plastic bags. -no original packaging returned therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device sent back as the reported complaint device. -return product packing slip included. Device visual inspection: -device appears used with dried blood on handle, shaft, cord and electrodes. -eschar build-up on the electrodes and inside the heat shrink. -all components appear in place, intact with no damage. -there are no visual signs that relate to the reported complaint description. -both cut and cog buttons have a definitive tactile feel. Functional inspection: -plasmablade¿ 4.0 was connected to the complaint lab pulsar® ii generator and the expected e5 error code, end of life, was displayed confirming the device had been successfully activated by a pulsar® generator prior to complaint investigation. -the device was tested for functionality via activation in grounded saline at cut setting-2 and coag setting-1 producing acceptable results. -in order to replicate the settings utilized during the case the device was tested for functionality via activation in grounded saline cut setting-5 and coag setting-6 for 2 minutes producing acceptable results. -the device was tested for performance using chicken for ten minutes total activation time enabling alternation between modes at cut setting-10 for 5 minutes and coag setting-10 for 5 minutes producing acceptable results. -¿the device is acceptable if the ¿glow¿, plasma field, around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are independently actuated¿ which was observed during functional inspection. Lhr review: a review pf the lhr for lot # fl50797385 revealed: 70.5.1 ¿ hipot test ¿ 1 scrap device investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment. The device was tested for functionality and performance and met the product specification requirements. A plasma field was present at the electrode and the sound and function of the generator was representative of normal operation. The device responded normally in grounded saline, chicken testing and when connected to the generator for all activations. No visual, functional or performance malfunctions could be identified during the investigation. No conclusions could be made on the cause of the failure because the failure could not be reproduced however; it is likely user misuse that resulted in the issue that was reported in the complaint description. The IFU lists proper use, warnings and precautions when utilizing the device around active implants and active implant leads during use of the peak plasmablade¿ surgery system as outlined and specifically as listed below. The complaint will be tracked and trended in gch. Lbl00165 ¿ plasmablade¿ 4.0 ¿ IFU ¿ instructions for use: warnings: -do not contact metal objects and instruments with the peak plasmablade while power is being applied as unintended tissue damage and electrode tip damage could occur. -activation of the peak plasmablade outside the field of view could cause patient injury. -activation of the handpiece when not in contact with target tissue may cause capacitive coupling. -do not allow patient contact with grounded metal objects, as such contact may result in patient or user injury. -when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. -position the cable to avoid patient contact to protect against high frequency current paths to the patient as this may result in patient or user injury. -the use of electrosurgery in the presence of internal or external active implants is potentially hazardous. -interference from the electrical current can cause device malfunction. Consult the active implant manufacturer for further information before proceeding with the surgery. -to minimize the possibility of active implant interference, place the patient return electrode such that the electrosurgical current path is as far as possible from the active implant lead. -direct contact with implanted leads can cause physical damage to the leads. Exercise caution around leads associated with any active implant; particularly those with thin insulation. -the device should not be used near electrocardiograph electrodes as it can cause interference. Precautions: -the peak plasmablade should only be used by qualified medical personnel possessing training in the surgical procedures to be performed. -use the lowest power setting and the shortest activation time possible to achieve the desired end effect. -prior to initial use, ensure that all package inserts, including warnings, cautions, instructions for use, as well as the pulsar® generator operator¿s manual, are read and understood. -read all instructions carefully. Failure to comply may lead to electrical or thermal injury, or cause device malfunction. Reference documents: 42-10-1020 rev. E ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1368 rev. E ¿ product specification and quality plan ¿ plasmablade¿ 4.0 lbl-00165 rev. D ¿ plasmablade¿ 4.0 ¿ IFU ¿ instructions for use 70-10-1429 rev. B ¿ pulsar® ii generator ¿ operators manual 61-10-0017 rev. H ¿ device button tactile test procedure test equipment: eqp#: 7175 control company-lap top timer eqp#: 6794 pulsar ii generator eqp#: 7058 eeprom bypass connector system approach: due to the fact that the device performed according to specifications and the generator want not returned for investigation it is likely that the generator, use error, or the manner in which the system was utilized caused or contributed to the reported incident. (B)(4).

Event description:
When the plasmablade was activated, it made contact with the patient's ICD and the patient received a small shock throughout his body. The patient complained of slight pain but said it was not severe. A short while later, one of the leads was touched with the activated plasmablade and the patient received another shock, this shock reportedly more severe than the first. A few seconds later, the surgeon began to activate the plasmablade once more and the patient received a severe shock which reportedly caused his body to " jump" similar to the effect of paddles being used to restart a heart. It was also noted that a blue spark was seen at the device tip during the last shock. The plasmablade was discontinued for the remainder of the case. The patient is reportedly doing well after the case was completed.